Event description:
It was reported that the insulin pump alarmed for a button error. The customer wore the insulin pump in her bra. The blood glucose reading was 6.4 mmol/l. The insulin pump may have been exposed to sweat but there was no sign of moisture. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had no button error alarm noted. Act button did not respond due to corroded keypad trace. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, broken reservoir tube lip and missing end cap sticker.